Manufacturer narrative:
Additional information was received on august 21, 2024. The device was implanted on (B)(6) 2023. The device was explanted on (B)(6) 2024. The catalog number was clarified to be 3549222. The lot number was clarified to be 9853922. The serial number was clarified to be (B)(6). A manufacturing record evaluation was performed for the finished device 9853922 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on august 26, 2024. The investigation of the returned device was completed by the failure analysis lab on september 2, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view, between the union of the bladder and membrane, at a 12 o'clock position. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 350cc mentor cpx 4 breast tissue expander placed experienced deflation post procedure. The device had to be exchanged early due to the deflation. When the device was explanted, there were notable holes in the device. Explant was performed on an unknown date.